Manufacturer narrative:
Additional information: d9, g3, h2, h3: one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed a bend 3.0¿ proximal to the distal tip. Electrodes 13-14 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and subsequent delay remain unknown.

Event description:
During an atrial tachycardia procedure, noise was noted which caused a delay. When the catheter was inserted through an 8.5 f sr0 sheath into the right atrium, noise was noted on splines d1-d2 while mapping. The cable was unplugged from the catheter and exchanged and the amplifier was plugged back in and the catheter was not populated on the mapping system. The amplifier and dws were rebooted, but the issue persisted. The catheter was exchanged to resolve the issue with no consequences to the patient.